Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial # (B)(6); implanted: (B)(6) 2024; explanted: product type catheter product ID 8780 lot# serial # (B)(6); implanted: (B)(6) 2016; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-aug-2026, UDI #: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 25-mar-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jan-27, information was received from a patient receiving baclofen via an implantable pump for intractable spasticity. It was reported the patient had a catheter dye study on (B)(6) 2026 and the catheter was found to be leaking and the patient was not feeling well. The patient stated they have been calling the managing physician and the surgeon but has not gotten in contact and was not sure what to do. The patient was redirected to their healthcare professional (hcp). While on the call, the patient mentioned they had the same catheter issue about a year ago. They stated, "they said they fixed it but they must not have." (See report # 3004209178-2024-20041).